Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, alarm was found in the history files or traces and were expected (B)(6) 2024 13:52:25.000 to (B)(6) 2024 14:02:29.000 batteryremoved (84). (B)(6) 2024 18:25:01.000 lowbatteryalert (104). (B)(6) 2024 13:52:39.000, (B)(6) 2024 13:52:52.000 and (B)(6) 2024 14:02:00.000 failedbatttest (58). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Low battery was not observed during analysis and passed all required testing. Low battery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia also the customer reported an unexpected battery power loss, and damage to the battery compartment. The customer reported a blood glucose value of 43 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event and it was unknown whether the customer using the automode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-886a. Mmt-1884l was requested and the customer response was the device will be returned.